Manufacturer narrative:
Concomitant medical products: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 37744, serial# (B)(4), product type: programmer, patient; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 3550-39, lot# n321337, implanted: (B)(6) 2012, product type: accessory. (B)(4).

Event description:
It was reported that the patient experienced inadequate pain control. It was stated than an x-ray was taken, which showed the patient's leads had shifted. It was noted that the patient's outcome was stated as an "ongoing event". If additional information becomes available, a supplemental report will be filed.

Event description:
Additional information indicated that patient outcome was "resolved without sequelae" on (B)(6) 2013. One week later it was reported that x-ray on (B)(6) 2013 had been performed not for diagnostic purposes, but, rather, "this was a device programming."

Event description:
Additional information showed the event occurred on (B)(6) 2012. It was further stated that surgical repositioning of the lead occurred on (B)(6) 2013. The reason for repositioning was listed as inadequate pain control.

Manufacturer narrative:
(B)(4).